Event description:
It was reported that the customer experienced a high blood glucose (bg) level with high ketones that was "high" per continuous glucose monitor readings. Customer alleged that pump was not delivering insulin properly, however, issue could not be confirmed as customer declined to perform a systems check with tandem technical support. As a result of high bg, customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit (ICU), where they were treated with intravenous fluids of saline and insulin. Customer was released from the ICU two days later.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.